Manufacturer narrative:
The complaint is not confirmed. The unit maintains constant pressure during the evaluation and passes all flow rate and pressure tests.

Event description:
On 10/01/2021, it was reported by a facility representative via sems that on an ar-6480 dw arthroscopy fluid management device, the outflow was not reading. The issue persisted with multiple tube sets. This was discovered during use with no impact to the patient.